Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard was not working. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer inspected the keyboard buttons and cable, found the cable damaged, and determined the keyboard required replacement. The old keyboard was removed along with the zip tie, and a new keyboard was installed. The system functioned as intended after the field service engineer repaired the device.